Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: d4, g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely the power switch was damaged by the operating force and the number of times the power switch was applied. It was identified that a design change was implemented to mitigate resistance improvement of the power switch. Devices included in this design change have been shipped since (B)(6) 2013. The subject device of this report was manufactured prior to this design change (see h4). Per the legal manufacturer, the other issues identified in the initial report (minor chips found on the front panel, corroded connector, and software update needed) have no potential to cause or contribute to death or serious injury if they were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, minor chips were found on the front panel. The power button was stuck, confirming the reported issue. The pip connector was found corroded and the software version was updated. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that a power switch button was stuck on a video system center. There was no patient involvement or injuries reported. No additional information has been obtained.